Event description:
Insulin dependent, type 1 diabetic on external insulin pump for 11 years using medtronic/minimed's quick set plus insulin infusion set - hospitalized for diabetic ketoacidosis -- treated in emergency room and admitted to coronary care unit of hospital.